Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with known coronary artery disease with a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. The pump was supporting during the pci when there was loss of placement signal ongoing throughout the pci. The patient also developed a hematoma at the end of the case, which was observed at the time of pump explantation. Arterial bleeding was noted at the level of the femoral artery bifurcation. The physician did state that the bleeding was likely due to the perclose that was deployed prior to the case as there was some trouble with the insertion and this lead to a belief of some level of arterial dissection. No treatment or troubleshooting was done beyond pump explant at the conclusion of the pci. The patient survived the event. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.

Manufacturer narrative:
Additional information was received. The pump was weaned as this was a high-risk percutaneous coronary intervention and the bleeding was discovered after the pump came out, before the peel away sheath was removed. The representative believes that there was some level of dissection, but the medical doctors involved spoke about the bleeding likely being due to the perclose that was deployed prior to the case as there was some trouble with that insertion. The pump is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
After cross-functional review, it was determined that the console (ic5826) could potentially have caused the reported placement signal issues. See MFR 1220648-2026-09745 in regards to the console

Manufacturer narrative:
Based on the manner in which the optical signal quality followed the pulsatility of the ps, it was determined that the placement signal issue could be related to the console. However, it could not be definitively determined without return of the pump or console at the time of the pump investigation. Corrected information provided in d3 (manufacturer fax). Additional information has been provided in h6 and h11.

Manufacturer narrative:
This report is being submitted to correct [list all applicable fields b1, b2, b5, h1 captured under the initial report 1220648-2026-07600. Complaint against the introducer has been opened 1220648-2026-08332 to capture the serious injury complaint coding was updated to more accurately reflect the reported event. The appropriate codes are as follows for h6 and have been fully updated and should be considered representation of the reported event. Health effect -impact code f26. Health effect - clinical code e2403.

Event description:
The case harm was clarified and the bleeding was determined to have occurred when the introducer was still in place. The vessel damage is attributed to the introducer and groin closure, and not the pump use. An impella cp was inserted via the femoral artery to support the 75 year old male patient who had been admitted in with known coronary artery disease with a plan for a protected percutaneous coronary intervention (pci). The underlying medical history was not shared. The pump was supporting during the pci when there was loss of placement signal ongoing throughout the pci. The patient also developed a hematoma at the end of the case, which was observed at the time of pump explantation. Arterial bleeding was noted at the level of the femoral artery bifurcation. The physician did state that the bleeding was likely due to the perclose that was deployed prior to the case as there was some trouble with the insertion and this lead to a belief of some level of arterial dissection. No treatment or troubleshooting was done beyond pump explant at the conclusion of the pci. The patient survived the event. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding.